Event description:
When accessing cath and instilling ns, pt had sever pain in axilary region. Pt was sent to hosp for a "cath-o-gram" to confirm disconnection of catheter from port. Catheter removed in x-ray under flouroscopy. Part removed in surgery under local anesthesia.